Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the ntw clip delivery system (cds), when lowering the simultaneous grippers, there was intermittent resistance when lowering and raising the gripper lever. The gripper arms functioned normal; and therefore, a decision was made to continue using the cds. The cds was advanced to the mitral valve; however, during gripper orientation, there was stronger resistance when lowering and raising the gripper lever. Additional force was applied, but the physician did not want to continue using the cds. The cds was removed, and a new cds was prepared. As the new cds was just about to enter the patient, a clot was observed under the valve. The new cds was advanced further to retrieve the clot which caused a clinically significant delay in the procedure. The cds was removed; however, portions of the thrombus remained in the patient. The physician stated that the first clip potentially caused the clot. The procedure was aborted. The patient is stable and will continue to be monitored. No clips were implanted, and mr is 4. No additional information was provided.

Manufacturer narrative:
The returned device analysis identified normal resistance while advancing the gripper lever, and therefore, the additional force required to advance the lever at the account was likely associated with user technique/perception. All information was investigated and the difficult to open/close (gripper lever) appears to be related to expected/normal function of the device and is not indicative of a product issue. The returned device analysis also observed a gap in the handle coupler. Additionally, the analysis observed that the gripper lever cap (no tactile marker) and the gripper lever latch were separated from the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. All information was investigated and the difficult to open/close (gripper lever) appears to be related to expected/normal function of the device and is not indicative of a product issue. Based on this information, the reported thrombosis was a result of procedural conditions. Additionally, the reported patient effect of thrombosis, listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment, hospitalization and delayed therapy/non-surgical treatment were a result of case specific circumstances as attempts were made to retrieve the clot, which caused a clinically significant delay in the procedure and the patient was hospitalized. The investigation determined the observed material separation (gripper cap - no tactile marker) and the observed material separation (gripper lever latch) appear to be related to a potential product issue. The investigation is ongoing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.